Manufacturer narrative:
A DHR review was performed;there were no references found, which are indicating a nonconformance of the product in question. The product was tested for its o2-transfer rate and co2 transfer rate as well as for its pressure drop at maximum flow. The gas exchange performance test and the pressure drop test meets the specification. Thus the reported failure could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received but evaluation has not yet begun. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "customer documents erroneous pressure readings on a ch device. Values measured according to provided pictures: pven -230 mmhg, part -47 mmhg, pint 294 mmhg, delta p 341 mmhg / 23:23: pven -233 mmhg, part -396 mmhg, pint 309 mmhg, delta p 705 mmhg. Text attachments: yes, a transport I did last night. The pressures were zeroed and when we went on ECMO those were the numbers we were getting and they were all over the place. We were not tracking the serial numbers of the pumps when the first event occured. We are now, but the unsure if this is the culprit. We have the circuit saved. There was also a questionable abrupt stopping of the circuit and they changed it out at 0200 this morning. There is a new circuit and pump with "normal" values this morning." (B)(4).